Event description:
Consumer stated he/she has braces and the "brush/wire part broke off into my tooth and was stuck there for a few minutes. I was able to get it out and didn't end up hurt." No contact information provided for consumer, unable to reach out to retrieve the product.